Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 9 months. The device was returned for investigation. The evaluation is not yet complete. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a bacterial infection spread to the pump pocket. The patient's native heart function had improved, and the hospital team decided to explant the pump on (B)(6) 2017. No further information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 2.75 inches from the pump housing. The distal portion of the driveline was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned unattached from the pump¿s inlet port. The flex section was cut approximately 0.5¿ from its proximal side. The sealed outflow graft, outflow graft bend relief and bend relief collar were returned unattached from the outflow elbow. Evaluation of the sealed inflow conduit, the sealed outflow graft, and the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No device-related issues were identified through the evaluation of the returned device. A direct correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.